Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. After four days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.